Manufacturer narrative:
The unit did not have a battery installed when received. The insulin pump passed the functional test, including the displacement test,rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No button error alarm or battery out limit alarm noted. The insulin pump had intermittent button response on the esc, act and up arrow buttons due to corroded keypad traces. The insulin pump had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip.

Event description:
It was reported that the customer passed away at home. The cause of death was in stage four kidney disease. The caller did not know the customer¿s blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; the caller could not verify the length of time the customer was disconnected from the insulin pump prior to dying. The customer was not using sensors. The caller stated that the customer had kidney failure leading up to the death. The insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.